Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced fluctuating visual performance. Vision was sharp one moment and blurry again the next. No visual acuity improvement was possible. The surgeon wanted to rotate the lens to the originally planned axis position. Additional information has been received stating that the lens axis was at 168 degrees and not 127 degrees. The patient also experienced visual impairment and lens re-rotation has been planned. The patient visited the doctor again and the vision with correction (vsc) was 0.3. The lens still remains at 168 degrees. Additional information was received stating that the lens was re-rotated and the axis is now 125 degrees and the patient was very satisfied, especially with the near vision.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Clinical information along with fundus and (optical coherence tomography) oct retinal images were provided for a report of fluctuating vision (¿sharp one moment and blurry again the next¿) and intra ocular lens (iol) rotation. The clinical information identified retinal changes (¿foveolar depression¿, ¿epiretinal gliosis¿) with the areas of note represented in the images provided. The design of the involved product results in fixed-vision and would not account for fluctuations unless actively moving in the eye possibly from a dislodged or damaged product which was not indicated. No product quality issues were noted in the information provided to account for the reported events, and email exchanges provided with the complaint report identified multiple potential clinical-based associated factors for consideration. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).